Event description:
It was reported via literature that complete heart block, endocarditis, heart failure, central regurgitation, septic shock, cardiac pseudoaneurysm, abscess and cardiac perforation occurred. The patient was treated with transcatheter aortic valve implantation (tavi) using a 27mm lotus valve bioprosthesis. Third-degree atrioventricular block occurred during the procedure; therefore, a dual-chamber pacemaker was implanted immediately in a hybrid suite. Cefazolin was administered (2 g i.v.) As an antibiotic prophylaxis. Two months later, the patient had a recurrent fever (38°c) and progressing fatigue for two weeks and was admitted to the hospital due to a suspicion of prosthetic valve endocarditis (pve). The c-reactive protein (crp) level was 85 mg/l, white blood cell count was 13,000/pl, and haemoglobin level was 8.8 g/dl. Transthoracic echocardiography (tee) performed on admission showed slightly reduced left ventricular ejection fraction (50%), no malfunction of the aortic prosthesis, and no signs of pve. Empiric antibiotic therapy with vancomycin was introduced. Tee revealed vegetations on the bioprosthetic leaflets and a large abscess in perivalvular tissues infiltrating the native aortic root, aortic-mitral curtain, and the tricuspid annulus. Additionally, a mobile vegetation on the tricuspid valve was present, but there were no vegetations on the pacemaker leads. The blood culture test detected the presence of methicillin-resistant staphylococcus epidermidis (mrse). Vancomycin was continued and tigecycline was added to the therapy. Despite intensive treatment, the patient's clinical condition worsened - he developed septic shock and acute heart failure (new york heart association [nyha] class IV). On physical examination a new diastolic murmur was discovered (3/6 in levine scale). Pressor amines were administered. Tee was immediately repeated, and a large perivalvular perforated false aneurysm penetrating through fistula to right ventricle (rv) with a significant left-right leak detected. Because of high risk (62.8% by euroscore), the patient was excluded from surgery by a cardiothoracic surgeon. Intensive antibiotic and heart-failure therapies were continued for six weeks. The patient's condition improved - there was a decrease in nyha (IV ii/iii), no fever, and reduced fatigue. The control blood culture test was negative, crp level was 9 mg/l, in tee the lotus prosthesis had no signs of dysfunction, mild rocking, or paravalvular leak, the perivalvular abscess was almost empty, and the aorta-rv shunt was still present but not hemodynamically significant. The patient was discharged from hospital in good condition after nine weeks of therapy. He was prescribed rifampicin (based on antibiogram; 2 x 300 mg, p.o.) Until the follow-up visit, enoxaparin due to atrial fibrillation, and heart failure treatment according to european society of cardiology guidelines. Six weeks after discharge a severe gastrointestinal bleeding followed by acute renal injury occurred and the patient died. The author confirmed that the death was unrelated to the lotus valve.